Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported following an intraocular lens (iol) implantation the patient experienced halos which were unsafe at night. Approximately two months post initial implantation the lens was explanted in a secondary procedure. Additional information has been requested.